Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that they had battery compartment and also had crack around both reservoir and battery compartment. It was reported that the o ring was coming out. The insulin pump will not be returned for analysis.